Manufacturer narrative:
Updating UDI information as unknown.

Event description:
Complainant stated in a social media post , " had the lapband put in almost 22 years ago I lost 140 pounds with it. About 2 years ago I went in for my yearly swallow study and the new doctor said I had ulcers in my esophagus from vomiting which I did vomit now and then but not allot. And the tubing has become imbedded in my liver. I am no doctor so I believed him. April 2023 it was removed. I have gained weight, hirriblee red scar and belly discoloration and I regret having it removed" no other relevant information was provided.

Manufacturer narrative:
Customer provided additional information for an investigation, but didn't give us permission to contact the surgeon. The company cannot verify the report and was unable to conduct further investigation due to the limited information that was provided in the post. Unable to determine if the complaint is about the lap-band or about another band which was available in the us and phased out at the end of 2016. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the patient responds with more information or give us permission to contact the surgeon. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint could not be reviewed as the lot number was not provided. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Out of an abundance of caution and a desire for strict compliance, the company is reporting the limited information that was provided.